Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device was returned for analysis. The allegation against the product was not confirmed. No analysis was performed as reported allegations of infection with sepsis were known inherent risk of device. This supplemental is being filed to capture the product investigation results.

Event description:
It was reported that the patient with this right ventricular (rv) lead was part of a system revision due to infection. Per rep, the physician stated that the pocket did not show obvious signs of infection but the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this right ventricular (rv) lead was part of a system revision due to infection. Per rep, the physician stated that the pocket did not show obvious signs of infection but the patient was treated with intravenous antibiotics. There were no additional adverse patient effects reported. The rv lead was explanted.